Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels in the 40-350 mg/dl range. Reportedly, low bg's are due to "recent activity and delivering too much insulin" due to user error. Customer used glucose tablets to stabilize low bg's and subsequently bg's became elevated. Customer delivered a bolus to stabilize bg levels.